Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Concomitant product: 4965-25 lead, implanted: (B)(6) 2008.

Event description:
It was reported there was a fracture of the atrial lead. It was further reported there was loss of capture, undefined high impedance and undersensing of the p waves. The lead was programmed off and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.